Manufacturer narrative:
Vyaire complaint #: (B)(4). Vyaire's technical support instructed the customer to perform the exhalation valve characterization. The customer was advised that the compressor should run without hesitation. The compressor may need replacement if problems continue. Customer advised he was going to follow our recommendations. Customer has not contacted us again regarding this issue. A follow-up email was sent to the customer but no response has been received as of today. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator was intermittently auto-cycling. Additionally, the customer advised the compressor was hesitating sometimes and the error log was showing compressor low output errors. He stated the ventilator passed the leak test. The customer performed trouble shooting consisting of transducer calibration and replacing most of the parts on the exhalation side and the problem was not corrected. The customer advised there was no patient involvement associated with this event.